Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the caller on the correct way to press the button, but the problem persisted. Consequently, technical support decided to replace the pump and provided instructions for returning it, while the caller would use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.